Event description:
It was reported that during procedure the implantable pulse generator (ipg) would not pace while connected to the right ventricular (rv) lead. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.